Event description:
--

Manufacturer narrative:
(B)(4). Additional information was received stating that the specific product experience with this lead was that the sensing measurements had deteriorated to 1.5 mv since implant. Sent from my iphone.

Event description:
Boston scientific received information that this lead was removed from service due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Efforts to obtain additional product issue details were unsuccessful. This product issue will be updated if additional information is received.